Event description:
A customer contacted beckman coulter, inc (bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system for one patient sample. The result was reported out of the laboratory. Repeat analysis produced results within the normal reference range. It is unknown if the patient was affected.

Manufacturer narrative:
Sample collection and centrifuge information was not provided by the customer. Qc was running accurately and precisely. Field service engineer (fse) replaced transducer because voltage was out of specifications. The fse performed ultrasonic adjustments and alignments. The fse performed verification assays, which produced passing results. Although hardware issues were addressed, the root cause for the event is unknown.